Event description:
It was reported that the patient bumped his device in the past but did not recall when it had happened. The implantable neurostimulator (ins) site had redness and was sore. It was noted that this had started a couple of days prior to the date of this report. The patient had started physical therapy about a week prior to the date of this report. The patient¿s back had been bothering him near the ins site. It was hot and red near the ins site. The patient was sent to the emergency room and emergency room told patient to see primary care physician. It was noted that there could be an infection or it could just be inflamed. Patient had bumped the ins in the past and it got sore. It was noted that the device was near the skins surface and bruised easily. This had happened a couple of times but it was unknown when. Additional information received reported, the healthcare professional had not seen the patient since (B)(6) 2012 and device was implanted in (B)(6) 2012. It was later reported the redness had started going down. The patient was doing some rehab therapy and thought that may have aggravated it. The patient¿s primary care physician had not known what caused the redness. Patient was given some antibiotics as they thought it may be an infection. It was unknown when the patient had seen the doctor but thought it was some time at the beginning of the month of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported the patient had not had any further problems with redness or soreness at the implantable neurostimulator (ins) site. The reporter stated that it was that one time and it went away by itself. It was noted the patient was given antibiotics for one week. It was further noted that cultures of the area were not done. The reporter stated they only used their ins periodically and it took their mind off of the pain. The reporter further stated the ins had been checked, but they could not remember by whom or how long ago. It was noted the patient stated their memory was bad. It was further noted the patient was doing okay now.